Manufacturer narrative:
Correction: the correct device serial # is (B)(6); not (B)(6) as previously reported. Section d4, d6a, and h4 have been updated accordingly. Per the clinic, the patient's device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report device analysis report attached.

Event description:
Per the clinic, the patient sustained cranial trauma resulting in complete exposure of the electrode (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.